Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and was found to have a broken grip that was completely detached from its base. Conductor wire was found to be broken as result of the grip breakage. The broken piece was not returned with the instrument. Additional finding: after visual inspection, the instrument was found to have a damaged grip cable at the distal end.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had frayed cables and broken tip. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the 8mm force bipolar forceps instrument broke during reprocessing with no patient involved.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.